Event description:
It was reported the screen turned blue and will not power up. It was found during evaluation: the tradition probe received with this unit shows 1 failed transducer element, causing a dark spot in the left side of the ultrasound image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the dark images was confirmed. The probe shows 1 failed transducer element, causing a dark spot in the left side of the ultrasound image. This is due to an internal failure within the probe.